Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER six hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.